Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse called to report issues with the sensor. Customer's nurse reported that the sensor is not communicating with the pump. Customer's blood glucose reading at the time of the incident was not included in the report. Customer's nurse reported that upon removal of the sensor they noticed that the probe was missing. Customer's nurse reported that they checked the customer's skin thoroughly to make sure it hadn¿t stayed in the body and none was found. Product is not expected to return.